Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised patients left knee. During the revision, the baseplate was found to be broken. All devices were removed.

Manufacturer narrative:
An event regarding fracture involving a triathlon baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: the posterior aspect of the medial compartment of the baseplate is fractured. The fractured piece has no bone cement present on the inferior surface. The remainder of the baseplate has evidence of bone cement with bony ingrowth throughout the inferior surface. On the superior surface there is evidence of burnishing which most likely can be attributed to the explantation process. Material analysis concluded that the baseplate failed in fatigue, consistent with lack of support under the broken section of the baseplate. Eds was performed on the tab and was consistent with a cocr alloy. No materials or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review of the provided operative reports by a clinical consultant stated the following comment: this pi case is not device-related although the exact cause of failure cannot be detailed due to lack of information but quite likely represents an adverse mix of procedure-related factors regarding cementation technique of the baseplate in combination with a patient-related factor of morbid obesity. Both factors have in concert caused an overload condition leading to baseplate loosening where due to the collapse of bone below the medial baseplate section, this device part lost its bony support and finally acquired a fatigue fracture in the affected implant section. X-rays would be required to solve this case with more certainty. -device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis concluded that the baseplate failed in fatigue. Medical review could not determine the exact cause of the event because insufficient information was provided. Further information such as pre- and post-operative x-rays, patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon revised patients left knee. During the revision, the baseplate was found to be broken. All devices were removed.